Manufacturer narrative:
Information asked for but unknown or not provided during initial contact. Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Additional information was requested and the following was obtained: did device not feed clips? No. Did device feed clips sideways? No. Did device not fire clips (jammed)? Yes. Did device fire scissored clips? Yes. Did device drop or eject clips? No. Was device fired over another clip or hard structure? No.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure; the clips could not be fired properly. The procedure was completed using another instrument. There were no adverse consequences for the patient reported.